Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system with dual port ¿ballooned up (expanded) when injecting contrast dye in radiology¿. There was no report of exposure to mucous membranes, injury or medical interventions.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system with dual port ¿ballooned up (expanded) when injecting contrast dye in radiology¿. There was no report of exposure to mucous membranes, injury or medical interventions.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system with dual port ¿ballooned up (expanded) when injecting contrast dye in radiology¿. There was no report of exposure to mucous membranes, injury or medical interventions.

Manufacturer narrative:
Investigation summary: device/batch history record review could not be performed as the lot number is unknown. Qn / sap database review could not be done; no lot number was provided for this incident. Observations and testing: received one used nexiva 20ga unit from unknown lot number. The unit consisted of the catheter adapter assembly/extension tubing with an attached needleless connector. Visual/microscopic examination: the extension tubing was ballooned from the catheter adapter approximately 1 inch and ballooned from the straight adapter approximately ¼ inch. Catheter tip grading: graded a 4, acceptable. Conclusions: the defect of tubing balloon, as stated as the first reported code was confirmed with the returned used unit. The extension tubing was ballooned. Catheter tip integrity, as stated as the second reported code was not confirmed with the returned unit. Per the ifus (cautions and warnings): measures should be taken to avoid kinking or obstructing the catheter system during power injection to avoid product failure. An exact cause could not be determined. Potential contributors to failure (for used extension tube) include: 1- had a kinked /or occluded catheter tubing during usage, this could increase the pressure within the extension tubing and cause it to balloon, split and/or burst. 2- - infusion not performed correctly or at a psi or flow rate above the recommendations per nexiva instructions for use. A formal corrective action will not be initiated at this time. The severity of the defect is limited, and the occurrence is low. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.